Event description:
A malfunction on the pump was reported by the caller, and it caused the customer's blood glucose level to exceed normal levels, although the specific value was unknown and displayed as "high." The customer managed the high blood glucose by administering a correction injection via manual insulin delivery, with no need for third-party assistance. Technical support guided the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappeared.